Manufacturer narrative:
Patient original implants was in (B)(6) 2001. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient had a revision for an unknown reason. This was implanted in (B)(6) 2001. Surgeon used our m-series for years and was part of the design team. Photos and x-rays received. No additional information available.

Manufacturer narrative:
Section h10: (h3) upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.